Manufacturer narrative:
Date rec'd by MFR: 13jun2019. The manufacturer's international field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse performed touchscreen calibration to address the findings and the issue was resolved. The device passed testing and was returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a touchscreen failure. The device was in use at the time of the event; however, there was no patient harm.